Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a thyroidectomy, an end tone, indicating a complete seal cycle, was provided by the generator in use. The surgeon felt that the tissue was not sufficiently sealed. It was also reported that the device knife would not advance. The surgeon stopped using the device and opened another device of the same type to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). One used lf1212 was received for evaluation. Visual inspection found no defects. The customer reported that something unusual was felt while using the device; the end tone was heard but sealing was incomplete. The trigger was so tight the knife blade did not deploy. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The knife cut of the device was tested on a silicon test strip with an acceptable cut. The knife advanced and retracted smoothly. The investigation found the device to function normally and within specifications.